Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that sensor electrode was not complete. The customer¿s blood glucose level 120 mg/dl at the time of the incident. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. Sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and checked for broken sensor cannula and none was found. Unable to confirm insertion anomaly due to customer return only sensor no needle.